Event description:
The hcp reported that the pt had fallen recently. The pump pocket became swollen with fluid. An x-ray (date not reported) was taken and showed the catheter to be disconnected from the pump. The catheter was surgically repaired. The pt recovered without sequela. The pump was used to deliver baclofen.

Manufacturer narrative:
.